Event description:
It was reported that during a sleeve gastrectomy, after the trocar was inserted, the doctor was taking out the obturator, but the integrated one seal broke down. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.